Event description:
It was reported that the lead exhibited high impedance resulting from a possible lead fracture. In addition, there were variable threshold measurements detected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Analysis has yet to be done and without the return of the product, it cannot be determined if this device acted as described in the field action. (B)(4).